Event description:
In 12/98, implant put in at time of mastectomy, radiation given feb-may 1998 (after chemo) for stage iii cancer in which 19 lymph nodes involved. Cellulitis occurred in 6/98-7/98, hospitalized in 8/98 for streptococcal infection, fluid build up, and capsular contracture. Breast cancer reoccurred in reconstructed breast, chest and other breast in 12/98. Chemo in 1/99 to present. Drs say implant got in the way of the radiation treatment, and caused cancer cells to not all get killed. Because of bad wound healing they cannot take implant out, even though rptr is in great pain, and all saline had to be taken out. Rptr did not receive a sticker or package insert or copy of informed consent form from dr; and she does not remember signing one. Rptr was given very little info about implants. Rptr writes, "I wish I had never had it put in, I want it out, but they say they can never take it out because of the cancer that came back: because of the implant! Why! Me! Haven't I had enough pain!"